Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to interrogate a loop recorder using the mobile programmer application instead of the remote monitoring mobile application. It was noted that the mobile programmer appeared to connect and it was added that the mobile programmer application was routinely used to interrogate and print reports under the saved reports tab. Troubleshooting steps were taken to include rebooting the host tablet, force closing all applications, and retrying interrogation, which resulted in a message stating that the software was up to date and that it could not interrogate the loop recorder. It was clarified that loop recorders must be interrogated using the remote monitoring mobile application. When attempting to access the remote monitoring mobile application, itwas noted that a location ID could not be provided as the remote monitoring mobile application was not configured on the host tablet or in the patient management system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6 eval code conclusion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.